Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information was received from the healthcare provider. It was reported that the event occurred at a new implant surgery on (B)(6) 2015. The doctor bent the guide wire of the spinal catheter segment and wanted to use a new spinal segment. The patient did not experience any adverse events with the use of the new spinal segment and the issue had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, explanted: (B)(6) 2015 product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacture representative, regarding an unspecified patient receiving an unknown medication. It was reported that a catheter replacement occurred. No issues were related to this and the catheter tip was placed intrathecally. Additional information was received from a company representative and it was reported that the event date was (B)(6) 2015. Diagnostics/troubleshooting performed, patient information, device information, the cause of the replacement, and the outcome were unknown. Follow up is being conducted. If additional information becomes available, a supplemental report will be submitted.